Manufacturer narrative:
Product complaint #: (B)(6). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - with what happened was there a delay in surgery? Approximate time? There was no delay in the surgery itself, but there was a delay for the patient to leave the room of the surgical center, because the team did not find the needle. - was there any harm to the patient? Nothing was reported. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® ,active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an videolaparoscopy apendicectomy procedure on (B)(6) 2022, and suture was used. During the time of suture removal, it was placed inside the reducer and already out of the cavity, when delivering to the assistant, only the thread leaves the reducer, without the needle. Field review, cavity review and radioscopy were performed. All were negative for needle in the cavity. The needle was not found. The surgery was delayed for an unknown period of time. Another suture was used when the event occurred. Fragments were generated. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate a manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.